Manufacturer narrative:
The customer's report of a system error was confirmed although the reported error code 13-1201-1006 could not be confirmed; the pcu error log recorded the error event as 800.8000 which is by design. The pcu event log recorded that the system was powered on at 6:53 am on (B)(6) 2017. At the time of the event infusions were programmed for epinephrine, phenylephrine, insulin and normal saline and the device was infusing in anesthesia mode. At 1:06 pm the user connected ac power and discontinued anesthesia mode. At 1:07 pm the pcu error log recorded a system error with error code 800.8000. External and internal inspection of the pcu showed no anomalies. Multiple attempts to replicate the issue during testing were unsuccessful. The root cause is a software issue. When a system error occurs, all active modules will continue to infuse but in an alarm state.

Event description:
The customer reported that the pcu alarmed for "system error" (code 13-1201-1006) while infusing epinephrine, "neo" (full drug name not specified), insulin and normal saline to a patient arriving from the or. A message displayed on the device that indicated to replace the programming module. The medications were immediately transferred to a back-up infusion device. The patient was bolused with pressors to improve blood pressure due to multiple interruptions in the therapy. There was no lasting patient harm. The facility's biomed department reviewed the device's event log for the day of the event and noticed a pcu error of "800.8000" had occurred 10 times.